Manufacturer narrative:
(B)(4). Samples retained by patient. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device retained by patient.

Event description:
Dr. (B)(6) did a revision surgery on a patient that had depuy pedical screws previously implanted. Patient had failed to fuse and screws were loose at l4-l5, so he removed previous screws (listed above), and replaced them with larger depuy synthes screws at that level. Surgery went as planned with no complications. No report is needed for the surgeon.